Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation identified damage on the inner spherical radius of the shell. The locking ring is damaged and removed from the shell with material missing. No dimensional analysis was performed as damage was too severe. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 00630505036, liner standard 3.5 mm offset 36 mm, 61504422; 00877503603, bioloxâ® delta ceramic femoral head, 2561815. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06934.

Event description:
It was reported that the patient was revised due to implant fracture, corrosion, audible noise, and metallosis. Attempts have been made and additional information on the reported event is unavailable.